Event description:
I had a coolsculpting elite abdomen treatment done. On my lower abdomen was a keloid scar that I have had for 20+ years that remained stable after doing injection treatments to treat it. The practitioner who did the coolsculpting elite abdomen treatment did a quick assessment on the keloid scar and said it was "safe enough" to treat the area. Within 24 hours the keloid scar grew in size.